Event description:
In 2002 around 8:40 am, patient tested on their one touch profile meter and got a reading of hi/call doctor. Patient did not have any symptoms at that time. Patient stated that after taking that reading, they placed the meter on a table-(denied dropping it as documented). Patient then took their set amount of 25 units of n insulin. Based on that reading, patient also took 10 units of r (per their sliding scale). About 20 minutes later, their home attendant found the patient passed out on the floor. She caled 911 and the paramedics came. Unknown if they tested the patient's bg on their meter. Patient does remember that they "gave an injection to bring the sugar up". Patient was then rushed to the emergency room around 10:00 am. Patient does not recall the ER meter reading, but knows that it was "low". Patient does not recall what treatment they were given in the ER. Around 12:30 pm, patient was tested on the ER meter with a result of 335mg/dl. Patient was given a sandwich and then 5 units of r. Patient was kept in ER until 5:30 pm. One hour before release, patient's bg on ER meter was 123mg/dl. About 25 minutes after patient came home from ER, they tried testing on their meter, but the meter would not power on. Today, (the next day), patient tested on their neighbor's meter and got a result of 55 mg/dl---stated that this was normal for the patient when they wake up.